Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asympotmatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited noise oversensing on the right atrial lead and inappropriate mode switching. The patient was in stable condition.